Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed, the patient experienced unknown symptoms, or condition. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a jrny ii bcs xlpe art isrt sz 3-4 lt 9mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided undated/unidentified x-ray image appears to show an intact left total knee arthroplasty (with cemented/stemmed tibial baseplate) but does not provide insight into the clinical root cause for the reported revision. There does appear to be some osteolytic change and overhang of the tibial baseplate under the lateral portion but unable to conclude if this is related to the reason for revision or incidental. The clinical root cause of the reported insert revision cannot be concluded based on the single provided undated/unidentified x-ray image. The patient impact beyond the reported revision could not be determined based on the limited information provided, although a brief post-operative recovery phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant. This has been identified as a postoperative warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.